Event description:
Related manufacturer number: 3006705815-2022-13948. It was reported the patient experienced a fall and was found to have high impedances on all contacts at an unknown date. As a result, surgical intervention occurred wherein the leads and anchors were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.